Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the confirm rx was replaced with the implantable cardioverter-defibrillator (ICD) due to diagnosis. There was no malfunction of the confirm rx.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented post implant procedure with an implantable cardiac monitor which failed to pair with mobile app. No intervention was performed. Patient successfully sent a test transmission via merlin.net on (B)(6) 2019. The patient was stable.